Event description:
The technician found blood stains on the fire barrier under the mattress ticking. No pt impact.

Manufacturer narrative:
The technician replaced the mattress ticking and fire barrier to resolve the issue.